Event description:
Pt has had silicone implants. Breasts are hard, painful and terribly disfigured. Pts health is almost gone. Pt lives in terrible pain! Pt's teeth are all breaking at the gum line and they have many abscessed teeth. Pt has spurs on spine & feet. They have terrible bone pain, muscle & joint pain. Pt has insomnia and such debilitating fatigue, that they have just laid in bed for yrs. Their memory is terrible and they have problems understanding what they read. Pt lives with their 90 yr old mother who is in much better hlth. Pt's mouth, nose, eyes, skin, & vagina is dry. They have horrible headaches. There is no doubt that their implants are & have been ruptured for yrs. Pt is poor because they have been unable to work for so many yrs. Rptr knows that they are dying.